Manufacturer narrative:
The device was not returned for evaluation however, a device history review was conducted and there is nothing in the product history record that would indicate that the devices were released with any non-conformances that would contribute to the subject complaint.

Event description:
It was reported that during a procedure, the patient experienced bleeding to left chest of approximately 1l. The bleeding was attributed to flow across left atrial appendage after tip incision following a pro250 clip placement. Re-operation was required to obtain hemostasis. There was no reported device malfunction, and the adverse event was the result of a procedural complication.